Event description:
It was reported the patient was doing well after implant. "No problems".

Manufacturer narrative:
(B)(4).

Event description:
An alarm was heard and confirmed by telemetry as critical due to motor stall. Patient heard the alarm on (B)(6) 2012 and was seen by the healthcare provider (hcp) the next day. On interrogation pump logs showed the stall to have occurred on (B)(6) 2012, was constant without recovery. Emi (electromagnetic interference) or magnetic interaction (e.g. MRI) was denied. Patient had experienced withdrawal with symptoms of increased pain and chills. Drugs delivered via the device were morphine 7 mg/ml and bupivicaine 7.5 mg/ml. The pump was switched minimum rate and replaced. Following replacement patient recovered without sequela.

Manufacturer narrative:
Catheter: model: 8709, lot# j0039644r, implanted: (B)(6) 2000, explanted: unk; catheter: model: 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4). Analysis of the pump revealed motor/gear train anomaly and corrosion.